Manufacturer narrative:
The reportability decision has been updated to malfunction as the patients retention was preexisting and not caused by the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). When asked if the patient had experienced retention prior to the device they stated that yes and that the condition had not worsened due to the device. Catheterization was the patients standard of care prior to the device. The hospitalization was not related to the device or therapy. When asked what the cause of the device not responding message was they stated that it was not known and it was unknown if the issue had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had an emergency MRI of the head on sunday (B)(6) 2023 and ever since then the stimulator has not worked. Patient said they were being sent for another MRI this morning and now the remote will not turn on. The patient has been in the hospital for over a week and now they are wanting to do a complete MRI of their spine, but now the remote issue delayed today's MRI and their stimulator is not working to help their symptoms. The patient said they are retaining over 1000 of urine and they could not feel it even though they confirmed the remote said: therapy was on after the MRI. The patient tried to connect to their implant and after powering up their handset and connecting to the communicator they saw "device is not responding" despite repositioning numerous times. Their doctor came to the hospital and told the patient their device needs to be interrogated but the manufacturing representative (rep) is out of town for a week so there is nothing they can do until the rep is back. Reviewed, possibly there is another rep who could potentially assist and doctors can use the paging service to potentially page another rep. The patient was advised to continue trying to reposition the communicator to potentially synch with their ins to try and activate MRI mode however the call disconnected. The issue was not resolved through troubleshooting. Attempted to call the patient back, but there was no answer and a message was left.

Manufacturer narrative:
B2: retention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.